Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a broken shell, red particles and the device was found to be underweight. A visual and microscopic analysis was performed which identified a 40-millimeter dark patch of the edge material inside the gel, and a striated break on the radius side. Based on the device analysis, the final assessment is a striated break on the radius side due to surgical damage consistent with the use of a surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.